Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument, on the first of two duplicate runs. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). The customer stated to tsc that they decline service. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat. The instrument is performing according to specifications. No further evaluation of the device is required.